Event description:
Customer reports during a CT of the chest with contrast on a female pt in her late 50 or early 60s there was an air injection. The exam was completed and the outpatient was discharged home. On the radiologist review of the scan, he noticed there was air injected instead of saline. Staff called the pt for follow up and she stated she did not feel well after the test. She sat in the waiting room until she felt better, but did not tell anyone of any symptoms. Everything had resolved at the time of the phone call follow up and the pt did not have any further complaints. No care was provided and the physician stated the air was reabsorbed by her sys.

Manufacturer narrative:
Customer called product monitoring saying that they had an air injection. They had investigated the air injection event and reported that there was no malfunction of the injector. The operator though they had saline in the syringe, but instead, it was filled with air. Customer asked product monitoring if there was any additional air detection accessories for the optivantage. Customer was told that the sys was designed with screen prompts to remind the user/operator to check for air in the sys set-up. Customer said that she was going to try to get approval to change to prefilled syringes to prevent this from recurring.